Manufacturer narrative:
Concomitant products: dtba1d1 implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing of atrial tachycardia/atrial fibrillation on stored electrograms was noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.